Manufacturer narrative:
Device had stripped battery cap coin slot (p), cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cracked on battery cap. The customer¿s blood glucose level was 132 mg/dl. Troubleshooting was performed for damage and noticed the reservoir did not lock in place when inserted into insulin pump. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.